Event description:
Elderly female with history of recent external fixation of right lower extremity. Procedure: lab draw from IV hub. Female adaptor broke while using to draw labs. Plastic piece stayed stuck in patient¿s IV hub, removed without harm to patient.